Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unusual noise different from normal rewind noise and also had crack located in housing far right corner where they had screen, to top part of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No unexpected audio or vibrate alarm anomalies noted. No unexpected rewind anomalies noted. Device received with cracked case from display window corner, cracked case and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).